Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of this information, the following was concluded: the complaint of a knotted catheter is confirmed; however, the root cause could not be determined. One radiographic image of a catheter was returned for evaluation. An initial visual observation of the radiographic image showed an implanted catheter that appears to be knotted. It appears the stylet was within the catheter and terminated at the location of the knot. Although it appeared the catheter was knotted in the submitted radiographic image, inspection of the radiographic image was insufficient to identify the cause of the damage. Consequently, this complaint is confirmed as ¿cause unknown¿ at this time. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported by customer that the PICC line actually knot while being inserted. No other information was provided. Additional information received 08 october 2023: PICC was not kinked or bent prior to insertion into vein. Urgent due to being unable to remove knotted PICC line. PICC line knotted in patient arm which required interventional radiology to remove. Did not interrupt the administration of any medication as patient had other IV access.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Event description:
It was reported by customer that the PICC line actually knot while being inserted. No other information was provided. Additional information received 08 october 2023: PICC was not kinked or bent prior to insertion into vein. Urgent due to being unable to remove knotted PICC line. PICC line knotted in patient arm which required interventional radiology to remove. Did not interrupt the administration of any medication as patient had other IV access.